Event description:
Size issue. It was reported that during the surgery, after the size was confirmed using the 50 mm trial, it was found that the 50 mm prosthesis was smaller than the trial no stability at all after installing (as the photo shows). A sizing issue was suspected. Then another 52 mm prosthesis was installed to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> the device associated with this report was returned for analysis. Visual examination and examination of the device was not able to confirm the complaint since the involved trial was not returned for examination. A dimensional inspection of the device was performed and met specifications. No defects that could have contributed to a product malfunction were identified. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Dwg-101204030 rev. E dimensional inspection: -outer diameter: drawing dimension: 1.968 +/- 0.25 in, actual measurement: 1.962 in -inner diameter: drawing dimension: 1.791 +/- 0.004 in, actual measurement: 1.79 -rim diameter: drawing dimension: 1.834 in, actual measurement: 1.834 in device history lot ==> a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.